Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was "getting the run around" from her physician about a billing issue and getting into the physician. The patient was seen on (B)(6) 2014. The patient had not heard back as of (B)(6) 2014. The patient was not feeling stimulation in her leg and foot and they were hurting badly. It was stated that the patient was in the hospital (B)(6) 2013. When she returned home, she felt the stimulation a little and then it stopped and the patient knew something was wrong. The patient stated that the physician thought the issue was the remote and not the battery. The patient was "popping pills 24/7." It was further reported that the patient was unable to adjust stimulation and the "call your doctor" icon was displayed. A power on reset (por) was seen on the clinician programmer and it then shut out to the main screen. When a company representative tried to interrogate the device, it would show the initial programming head and then it would go back and just sit there. The batteries were changed. Then it was remembered that the device was at eos and therefore presumed the stimulator was dead and the reason it was not communicating. It was further stated that no malfunctions were seen and the stimulator was at end of service (eos). The patient was waiting on work comp authorization to replace the stimulator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was possible problem with the implantable neurostimulator (ins). Six months prior to the date of the report that patient reportedly noticed that their ins was working off and on. It was noted that sometime when the patient moved the wrong way it was too strong. It was then reported that 2 weeks prior to the report the patient could no longer feel stimulation. It was noted that the patient thought that they need to turn the ins back on so they took out their patient programmer and saw the elective replacement indicator (eri). It was then noted that the patient replaced the batteries in the patient programmer but still saw the eri. The patient reportedly could not go without the ins and was taking advil and tylenol. The patient¿s skin was reportedly breaking out and the patient knew it was from taking too much advil and tylenol. The patient then reported seeing end of service (eos). Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l51034, implanted: (B)(6) 1998, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n270132, implanted: (B)(6) 2011, product type: adapter. (B)(4).